Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, sensation increase/decrease.

Event description:
Patient reported right side discomfort and loss of sensitivity, bilateral deflations and removal. Device explanted.

Event description:
Patient reported, "right side discomfort and loss of sensitivity. Bilateral deflations and removal". Device explanted.